Event description:
It was reported that this pacemaker was explanted due to infection and erosion. After explant of the device, the patient underwent debridement and disinfection of the pocket. No new device was implanted. This device will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to infection and erosion. After explant of the device, the patient underwent debridement and disinfection of the pocket. No new device was implanted. This device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct field d6b: explant date.